Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated, and a manual sync and sensor re-link were requested. Multiple contact attempts were made, but the re-link was not confirmed. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
On 12 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.